Event description:
It was reported that a device failed flow rate testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device in question. The device evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.